Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including the needle mechanism failure, could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and high ketones on an unspecified date. The patient's blood glucose levels reached 174 mg/dl while wearing the pod. The pod needle did not deploy the cannula into the skin. The pod pink slide did not move forward and the cannula was not visible when the pod was removed. Symptoms reported include dizziness, lethargy and cognitive changes. The patient was treated with "shots" and was on an unspecified intravenous bag. The patient reportedly was discharged 2 or 3 days later.